Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during setup, the patient interface fault error, will not connect hard wire or bluetooth, the procedure was competed using a different pi box, the nim console involved in the event was working fine. There was no patient involved.

Manufacturer narrative:
H3:analysis found that could not confirm error code message, unit presented with sw 1.7.5. Tested customer's pi multiple times with nim vital test console, there was no fault found, re-installed sw 1.7.5. H6: initially submitted codes fdm b17, fdr c20 and fdc d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.